Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that mycobacterium chimaera was identified during a routine water sampling of the sorin heater-cooler system 3t. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that mycobacterium chimaera was identified during a routine water sampling of the sorin heater-cooler system 3t. There is no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that mycobacterium chimeara was identified during a routine water sampling of the sorin heater-cooler system 3t. There was no patient injury reported. The unit was requested for investigation, however on february 22, 2016, sorin group (B)(4) received information that the unit was condemned by the customer last year to enable the purchase of the new units. The unit is not available for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca (B)(4) was released to remind our customers about the importance of adhering to the water management and disinfection procedure. Device discarded by user.